Event description:
Literature was reviewed regarding non-uniform expansion and stent frame decoupling with self-expandable prosthesis valves. The study population included 50 patients who were predominantly male with a mean age of 79 years.  All patients were implanted with a medtronic evolut r bioprosthetic valve.  Among all patients adverse events included: non-uniform prosthesis expansion, hypoattenuated leaflet thickening (halt), and subclinical leaflet thrombosis.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: moscarelli et al. Self-expandable prosthesis valve adaptation: non-uniform expansion and stent frame decoupling. Am j car diol. 2023 nov 15:207:93-99. Doi: 10.1016/j.amjcard.2023.08.130. Epub 2023 sep 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.